Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed flexvision malfunction. The fse determined that the reported problem was due to hard disk failure. As a part of repair activity, the fse replaced the hard disk drive (hdd) and loaded software. After replacement of hdd and software installation, the system was returned to use n good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse replaced the flexvision pc and reconfigured the system, but still it got stuck at 00:00. Fse then identified an issue with a hard drive and proceeded to exchange the back up hard drive for a good working hard drive, adjusted screws in other rooms, checked air logs on system and confirmed system was returned to use in good working conditions.